Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Correction: the ipg model of the initial medwatch was incorrect. The correct ipg is reflected in this report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implantable pulse generator (ipg) change out procedure, the right ventricular (rv) lead displayed high thresholds. The physician elected to switch the rv and left ventricular (lv) leads in the device header and only pace using the lv lead in the rv port. The lead remains implanted. No further patient complications have been reported as a result of this event.